Event description:
After an IV was started, blood came back out of the "closed system" out to air. As a result, staff was unable to use the IV . Reported to bd rep - I have the defective device in my office in case bd wants me to mail it them for inspection. I have not heard back from them yet. No harm to patient or nurse, but patient had to be restuck with another IV. Manufacturer response for bd nexiva closed IV catheter system 20g, bd nexiva (per site reporter) have not heard back yet.